Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 67 to 74 mg/dl at the time of the call. The customer used food and was given glucagon to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident, and was using pump auto mode. The customer stated that their sensor glucose was going low but the pump was not suspending. Troubleshooting was not completed. Customer had other low incidents and made changes to their settings. The insulin pump will not be returned for analysis.